Manufacturer narrative:
The meter and test strips will be returned for eval. Test strip lot # 1020214204 expiration date: 07/2016 control solution lot none. Per label copy/ package insert. Unexpected results. High or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be -nova max test strip insert- quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
(B)(6), a pharmacist called into customer support on behalf of the consumer reporting that, "the consumer is getting different readings when testing with his nova max plus meter". The consumer reported that he is concerned about the discrepancies in his blood glucose results. It was reported to nova biomedical that a consumer continued to administer oral medications based on multiple high readings on their blood glucose meter. The consumer continued to alternate food and medication administration to offset her adverse event. Based on the blood glucose test result of 60 mg/dl, the consumer reported that he "ate some candy because he was feeling low".